Event description:
A hemodialysis nurse reported that a major blood leak occurred. Upon follow up with the nurse, it was stated that shortly after initiating treatment, the blood leak detector alarmed. After the nurse attempted to reset the machine, the dialyzer and hanson connectors were inspected for blood. The presence of blood was visually noted in the hanson connector and confirmed with a blood leak test strip. Once the presence of blood was confirmed, the blood pump was stopped immediately. Additionally the blood lines were clamped (arterial and venous) and the entire "set-up" was discarded. The patient's blood was not returned and the machine was pulled from service directly following the event. The patient's treatment was restarted on a new machine and completed treatment without difficulty. A hematocrit and hemoglobin were obtained at the initiation of the second treatment. The patient was asymptomatic pre and post event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis nurse reported that a major blood leak occurred. Not further information is currently available.